Event description:
The pt was implanted with a scs system including an ipg on (B)(6) 2010. It was reported that the pt's ipg was explanted due to discomfort experienced as a result of device size. Her lead remains in place.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.